Event description:
Customer reported the up arrow on the insulin pump was not working. He took the battery out and device alarmed button error. Blood glucose was 57 mg/dl. Customer does not recall any significant event that may have caused the device to alarm. Customer was advised to discontinue use of the device and revert to back up plan. Customer posted on social media her device had died and was awaiting a new device. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.